Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. "Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number." Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical service contacted the customer. During an internal study, the customer contaminated their sst tubes with blood from edta tubes and noticed a white residue after centrifugation under the red cells at the bottom of the tube. No further information is available regarding material or lot number. If further information is received, this complaint will be updated. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer¿ k2 edta blood collection tube, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that lab is experiencing contamination issues on some of the edta tubes. The cutsomer mentioned that their lab is experiencing some contamination issues on some of the edta tubes and sst tubes, they do not know the exact source or factors contributing to this contamination. Customer performed an internal study regarding the edta tube blood and noticed that there was a white residue after centrifugation under the red cells at the bottom of the tube. The site did not have any patient issues and is aware of what edta contamination can do to chemistry results.